Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. The customer resolved the issue by reloading the cartridge and resuming insulin delivery, and no further assistance was necessary.